Event description:
Biased troponin qc results on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.